Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened up arrow button dome switch. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the act button was not responding properly. The customer's blood glucose was 67 mg/dl. The customer stated the insulin pump had to be pressed several times in order to respond. The customer was advised that the insulin pump needed to be replaced. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.